Event description:
It was reported that the patient presented for a leadless pacemaker (lp) implant procedure on (B)(6) 2025. During screwing, the device rotated slightly after 2¿3 clicks, but no full rotation was observed, and tail movement was minimal. The following day, the lp showed under-sensing and failure to capture. On (B)(6) during replacement procedure, fluoroscopy revealed that the device had dislodged and flipped. The lp was explanted and replaced with transvenous pacemaker. There were no patient consequences.